Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that a discordant, falsely low glu result was obtained on a patient sample on a dimension vista 500 instrument. Siemens determined that quality controls (qcs) were within expected ranges on the day of the event and that there was no indication of foaming, reagent delivery or weak sample mix issues. A siemens customer service engineer (cse) was dispatched to the customer's site and performed the following: replaced sample 1 (s1) mixer and probe; verified service methods and ran qcs, resulting acceptably. Siemens determined that a sample integrity issue potentially contributed to the discordant, falsely low glu result. . The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low glucose (glu) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was flagged with "below reference range" and reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. The repeat result was also flagged with "below reference range" and reported, as the correct results, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glu result.